Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected.

Manufacturer narrative:
Conclusions: device investigation did not reveal any device defect or damage which is expected to have been present whilst implanted. Damage found during device investigation is reportedly related to the revision surgery, where the electrode lead was inadvertently cut. According to the received information, the revision surgery was performed because the implant housing migrated from its intended position and caused pain. In addition, a migration of the active electrode out of cochlea was observed following the implant movement. The problems given in the recipient report match the damage found. This is a final report.

Event description:
The user's hearing performance with the device was affected. A movement of the implant housing was suspected, which caused extra-cochlear channels as well. The user could no longer hear with the device and reported pain. The recipient has been reimplanted. The revision surgery was performed to reposition the device and fix it with non-absorbable sutures. However, accidentally the electrode lead was cut and a new device was implanted. According to the device explantation report form, 4 channels were found extra-cochlear.